Event description:
During surgery a torque limiting attachment came apart, when the surgeon was using it in 'reverse' mode. No pt impact. All broken pieces were retrieved and the surgery was completed successfully with the use of another instrument.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Reviewed the repair DHR and found no complaint related anomalies. This is also the first repair DHR for this product. There showed no immediate mfg issues and the device met specs upon release for sale. A raw material eval is not required for this product. Visual inspection revealed loose components received. Although the customer complaint was verified, it is impossible to determine how the product was handled during use. Mishandling of the product could result in the threads stripping and the loctite bond to break. The conclusion is indeterminate.